Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had hospitalized a few times. The customer stated the were in the intensive care unit in december for 5 days, due to diabetic ketoacidosis. The customer was treated with intravenously and fluid was found in her lungs. Customer's blood glucose level at time of the call 394mg/dl. The customer was treated with manual injection. No additional information was provided.